Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 03/03/2016 - pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on: 03/15/2016.

Manufacturer narrative:
Update 3/3/16-pfs and medical records received. After review of the medical records for MDR reportability, part/lot is being updated. The complaint was updated on:3/15/2016 no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/25/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, metal debris and pseudotumor. Pfs also reported a staph infection of left hip at surgical site after revision. Pfs also reported right hip replacement but no mention of depuy products. There are no medical records to indicate if any components were revised related to the staph infection. Medical records and revision surgical report noted a pseudotumor, necrotic friable capsule and dark stained fluid consistent with metallosis. The primary surgery was completed on (B)(6) 2004 and is being updated on complaint. The surgeon also reported revising the cup but this will not be reported as it appears to be revised to implant competitor products. The cup was noted to be stable with no apparent problem and good bone tissue on back after removal. No component sticker sheets within medical records. Part updated for femoral head. The complaint was updated on: dec 14, 2015.

Event description:
Litigation alleges the patient suffers from pain, a pseudotumor, fluid, and metal debris. It was noted at the revision surgery that the left hip joint was filled with dark stained fluid consistent with metallosis and the tissue surrounding the prosthesis was necrotic.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.